Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error during rewind. It was reported that the customer's blood glucose level was reported to be normal. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self-test and off no power. However, device received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.